Event description:
During a laparoscopic gastric bypass procedure, the device stapled properly, but did not cut. Another instrument was opened to complete the case. No adverse consequences to the patient was reported.